Event description:
It was reported that the user received an on-device alert indicating the continuous glucose monitor needed to connect or automated dosing would stop, and pairing of the dexcom g7 to the ilet initially failed until the user toggled between g6 and g7 settings and reentered the sensor code, after which glucose readings appeared on the ilet and the alert resolved. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or activities of daily living. Investigation included technical support troubleshooting and user education. Investigation of this case revealed successful restoration of cgm communication to the ilet after user-guided setting correction, with no device malfunction confirmed. It was concluded that the event was attributable to pairing or configuration issues resolved through guidance, with no injury and no further action required.